Event description:
On april 5, 2007, the lay-user/reporter (the patient's mother) contacted lifescan alleging that her son's one touch ultrasmart meter had read inaccurately high. The patient tests his blood glucose 10 times a day. He is on an insulin pump that is set to an unspecified basal amount throughout the entire day. The patient takes bolus doses of insulin (humalog) via the insulin pump based on the carbohydrates he plans on eating at each mealtime. On april 5, 2007, the reporter stated that the patient was at school most of the day and had been using a different, unidentified meter. The reporter did not know what readings the patient got on the other meter or what bolus insulin doses he took during the daytime. The patient ate dinner around 5:00 pm. The reporter did not know what the patient's blood glucose level was at dinnertime or if he took a bolus dose of insulin at the time. At around 6:30 pm, the patient informed his mother that he "felt low". The patient did not verbalize any actual symptoms of hypoglycemia at the time. At that point, the reporter tested that patient's blood glucose on the reported meter and got a result of "200 mg/dl." Within 5 minutes, the reporter retested the patient and got a result of "357 mg/dl." Since his blood glucose was high, the reporter decided to give the patient a bolus dose of 2 units of insulin via the pump. Almost immediately, the patient began to appear pale. Within a 3 minute time frame after the patient started looking "white," the reporter tested him again and got a result of "60 mg/dl." The reporter disconnected the insulin pump, gave the patient 4 glucose tablets, and then called a hospital for advice. She was advised by the hospital to give the patient "60 carbohydrates" and to check his blood glucose every 1/2 hour for the next 2 hours. The reporter treated the pt with apple juice and peanut butter. At an unspecified time later, when the pt's symptoms were going away, the reporter tested his blood glucose again and got a result of "120 mg/dl." The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged that the meter gave 2 inaccurately high meter results. The reporter claims that the patient's symptoms suggestive of hypoglycemia worsened after he was given bolus insulin based on the 2 meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.